Manufacturer narrative:
Date of event: date of event is estimated.

Event description:
It was reported the patient experienced a loss of therapy. In turn, it was determined the patient stopped using the device at an unknown time. Reportedly, surgical intervention may occur later to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.